Manufacturer narrative:
The serial number and date of manufacture have been updated. The device was evaluated by a pride representative. The rep tightened hardware and adjusted the device as needed. The device is working properly.

Event description:
Customer alleges he was using his hoyer lift to get into his chair. He sat on the edge of the seat and when he hit the button to tilt back to slide back, the chair tipped backwards. He's still using the chair and he said he's used it since without issue.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Customer alleges he was using his hoyer lift to get into his chair. He sat on the edge of the seat and when he hit the button to tilt back to slide back, the chair tipped backwards. He's still using the chair and he said he's used it since without issue.